Manufacturer narrative:
Device evaluation: two devices were returned for investigation without original packaging. Damage to the tube was detected during visual inspection in just one sample provided by the customer; the complaint was confirmed. The root cause could be due to improper use of the product. No lot number was provided therefor no device history report (DHR) review could be completed. No corrective actions are required since the root cause could be due to improper use of the product.

Manufacturer narrative:
Lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that while in use with the patient, the trach tube had a split or cracking on the flange. No adverse patient effects were reported by the customer.